Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the piston rod of the infusion device blocked and did not move forward nor backwards. Because of that, the customer went to the hospital where a blood glucose value of 31 mmol/l was measured. The customer received long acting insulin and was released from hospital after two hours. The patient could not provide the information if the infusion device triggered an alert.